Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired and there was no clip in the jaws. The device was fired on tissue and would not open. The surgeon had to cut the device off tissue. Another device was used to complete the procedure. No adverse consequences to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Anti-backup failure the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the instrument was cycled, fed and partially formed 2 clips due the antibackup feature was non-functional. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining eleven clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange was visible at 10th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.